Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports discrepant accuracy results when comparing two pt/inr cartridge lots: c13156 and c13188. Two patients allowed a second finger stick for the purpose of comparing the two lots. There was no additional patient information available at the time of this report. Lot#: c13156, pt/inr (pt#1): 30.4/2.7, pt/inr (pt.#2): 29.4/2.6, time: unk; c13188, 22.4/1.9, 19.3/1.6, unk. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). Cartridge information associated with the customers comparison: lot#:c13156, lot expiration: 11/28/2013, mfg date: (B)(4) 2013; c13188, 12/28/2013, (B)(4) 2013. An investigation was completed on (B)(4) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.